Manufacturer narrative:
The MFR is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that they switched the pt's system controller and during the conversion, the pt "passed out" for a brief episode but had no other adverse events. The pt experienced frequent low flow alarms after the switch. He reported that the alarms usually occurred at night when he was sleeping and lasted about ten seconds.